Manufacturer narrative:
Concomitant product: dtba1d1 ICD, implanted: (B)(6) 2015; 419488 lead, implanted: (B)(6) 2009.

Event description:
It was reported that the patient experienced a fall approximately two weeks prior to a lead integrity alert (lia). An interrogation revealed noise on the right ventricular (rv) and right atrial (ra) leads. The rv lead impedance had jumped and remained high with short v-v intervals and oversensing. An rv lead fracture was confirmed. In addition it was noted that the right atrial (ra) lead was also oversensing. The rv and ra leads were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.